Event description:
Customer states the system will not boot. No pt injury was reported.

Manufacturer narrative:
The service rep replaced the surge suppressor pcb. System now boots up. Reconnected xray footswitch connection at base of back of tower. System functions as intended.